Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, narrow distal right coronary artery (rca) after pre-dilatation, the xience alpine stent was being advanced with resistance past a previously implanted unspecified stent when the guide catheter and guide wire backed out of position and the stent became dislodged. The vessel was re-wired and the stent was crushed to the vessel wall using a 3.0 x 15 mm nc trek balloon. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.